Event description:
A recent market survey has been conducted for adcon-l by a market research firm, which was an attitude and usage survey of us surgeons using adcon-l. Currently the names of the surgeons is unknown as is any patient information. Limited comments were provided from some of the surgeons. Surgeon 4 - comment: "wound leakage".